Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter alleged that the pump was emitting occlusion alarms frequently. It was noted that changing the tubing was not able to resolve the occlusion issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2016 with the following findings: there were multiple occlusion alarms observed in the black box with the force being high at the time. The original complaint could not be adequately investigated due to a load step malfunction. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the battery cap threads were stripped and it was unable to secure to the pump. A test cap was used and secured to the pump for testing. The display was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.